Manufacturer narrative:
The ge service representative conducted an on site investigation. The power supply was adjusted and the interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the image on the system was flickering. No patient injury was reported.